Manufacturer narrative:
Continuation of d10: 407645 lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post a cardiac resynchronization therapy defibrillator (crt-d) changeout, the right ventricular (rv) lead had pulled back and then dislodged when the crt-d descended further into the patient's chest tissue. During the lead revision, the physician was unable to get "adequate" testing numbers due to the tissue being lodged in the setscrew and the tip of the lead. The physician tried to clean the lead tip and remove the tissue but was unsuccessful. The crt-d remains in use, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) was repositioned. It was also clarified that the right ventricular (rv) lead exhibited undersensing and high capture thresholds.